Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. D19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, menses irregular, ovarian cyst, nabothian cyst, right lower quadrant pain, hematuria and urinary frequency. Previously administered products included for an unreported indication: nexplanon from 2014 to (B)(6) 2016 and oral contraceptive nos from 2012 to 2013. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2013 and paracetamol (acetaminophen) since (B)(6) 2016. In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), premenstrual syndrome ("hormonal changes describe: horrible pre-menstrual syndrome"), abdominal pain ("abdominal pain") and back pain ("low back pain"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain ("physical pain"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (ablation on (B)(6) 2016, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, premenstrual syndrome, urinary tract infection, migraine, headache, nausea, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 5 trailing coils on left side and 7 trailing coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received. This case is incident now. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes ,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: horrible pre-menstrual syndrome, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, migraines / headaches, nausea, psychological or psychiatric problems condition: depression and mental anguish, abdominal pain , lower back pain were added. Patient's medical history was added, lot number received. Patient's concomitant medications were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. D19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, menses irregular, ovarian cyst, nabothian cyst, right lower quadrant pain, hematuria and urinary frequency. Previously administered products included for an unreported indication: nexplanon from 2014 to (B)(6) 2016 and oral contraceptive nos from 2012 to 2013. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2013 and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("low back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and premenstrual syndrome ("hormonal changes describe: horrible pre-menstrual syndrome"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain ("physical pain"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (ablation on (B)(6) 2016, d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, premenstrual syndrome, urinary tract infection, migraine, headache, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, premenstrual syndrome, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: 5 trailing coils on left side and 7 trailing coils on right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.